Event description:
It was reported that the right ventricular lead pacing/sensing impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the right ventricular (rv) lead impedance remains chronically high. Additionally chronically high thresholds were also noted. Their physician is aware of the issue and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).